Event description:
It was reported that the patient experienced syncope and a slight head trauma. It was discovered that the atrial lead had dislodged and fell into the right ventricle. The lead was taken out of service and will be revised. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).